Event description:
In 2008, the patient reported that 2 weeks ago her infusion tubing separated at the luer connection. She was unsure how long the infusion tubing had been in use. She changes the infusion site every 2-3 days and the infusion tubing every 5-6 days. As a result her blood glucose elevated to 200 mg/dl. Her normal blood glucose level is 150 mg/dl. She changed the infusion tubing and bolused 2 units of insulin to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.